Event description:
It was reported that the device had battery issues and getting 133.6080 errors when power in up. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an battery issues and 133.6080 errors was not determined because no products or device logs were returned.